Event description:
A malfunction alarm was reported, specifically malf 9, which caused no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in resetting it. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue occurred again. The caller acknowledged and understood the instructions.